Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported that the patient had high blood glucose. Customer's blood glucose was 510 mg/dl. The customer was having issues with her site. The customer was experiencing the symptoms of vomiting and nausea. The customer report that they have a backup plan available. The customer was treated for high blood glucose with a correction. After the troubleshooting was done, customer's mother felt good and advised to try a sample tape kit for her sites.